Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s luer connectors would not engage the device¿s threaded port, preventing the infusion set tubing from seating, and photographs suggested damaged threads consistent with progressive wear. Symptoms included none, and blood glucose readings were reported as normal. Outcomes included a switch to alternative therapy and uninterrupted cgm use. Investigation included remote troubleshooting and review of user-supplied photographs. Investigation of the returned device revealed no mechanical thread damage at the pump¿s luer interface, consistent with a connection failure of the infusion set to the pump body.